Event description:
This 35 year old female underwent bilateral removal of brest implants and capsulectomies on 5/1/92 for complaints of: symptoms of abdominal cramping, breast pain, joint and lymph node pain, muscle aches, loss of memory and concentration, and fatigue. The implants were implanted approximately 9 years ago at another facility, thus this reporting facility does not know the name of the implant manufacturer. Both implants were intact upon removal. Both capsules were quite thin and fagile and friable. Microscopic exam showed both capsules had internal histiocytic infiltrate containing foreign materialinvalid data - regarding single use labeling of device. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: other, other, other. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: other, none or unknown. Invalid data - on device destroyed/disposed of status.